Manufacturer narrative:
As reported, the balloon of a saber 3mm x 15cm 155 percutaneous transluminal angioplasty (pta) dilatation catheter was used for pre-dilation and was inflated but ruptured within its nominal pressure. The complaint device was replaced with another same sized unknown balloon catheter and the procedure was completed. There was no reported patient injury. The device was being used in a pta case. The lesion was in the lower limb and the superficial femoral artery. Multiple attempts to gather additional information have been made and have been unsuccessful. The device was discarded due to infectious disease and was not returned for analysis. A product history record (phr) review of lot 82250982 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown and procedural factors likely contributed to the reported event. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
As reported, the balloon of a saber 3mm x 15cm 155 percutaneous transluminal angioplasty (pta) dilatation catheter was used for pre-dilation and was inflated but ruptured within its nominal pressure. The complaint device was replaced with another same sized saber balloon catheter and the procedure was completed. There was no reported patient injury. The device was being used in a pta case. The lesion was in the lower limb and the superficial femoral artery. There was severe vessel calcification, almost no vessel tortuosity and ninety-nine percent stenosis. The device was stored, handled, and prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no difficulty removing the product from the hoop or removing the protective balloon cover nor difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device maintained negative pressure during preparation. There was no resistance/friction while inserting the balloon into the patient. The balloon catheter was never in an acute bend and did not kink while being used. The device was removed intact (in one piece) from the patient. The product was not returned for analysis as it was discarded due to infectious disease. A product history record (phr) review of lot 82250982 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification with 99% stenosis likely contributed to the reported event as calcification is known to damage balloon material. The balloon material may have encountered calcified spicules during delivery or upon balloon expansion. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon of a saber 3mm x 15cm 155 percutaneous transluminal angioplasty (pta) dilatation catheter was used for pre-dilation and was inflated but ruptured within its nominal pressure. The complaint device was replaced with another same sized saber balloon catheter and the procedure was completed. There was no reported patient injury. The device was being used in a pta case. The lesion was in the lower limb and the superficial femoral artery. There was severe vessel calcification, almost no vessel tortuosity and ninety-nine percent stenosis. The device was stored, handled, and prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no difficulty removing the product from the hoop or removing the protective balloon cover nor difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device maintained negative pressure during preparation. There was no resistance/friction while inserting the balloon into the patient. The balloon catheter was never in an acute bend and did not kink while being used. The device was removed intact (in one piece) from the patient. The device was discarded due to infectious disease and will not be returned for analysis.

Event description:
As reported, the balloon of a saber 3mm x 15cm 155 percutaneous transluminal angioplasty (pta) dilatation catheter was used for pre-dilation and was inflated but ruptured within its nominal pressure. The complaint device was replaced with another same sized unknown balloon catheter and the procedure was completed. There was no reported patient injury. The device was being used in a pta case. The lesion was in the lower limb and the superficial femoral artery. The device was discarded due to infectious disease and will not be returned for analysis.

Manufacturer narrative:
The product history record review is anticipated; however, it has not yet been finalized. Additional information is pending and will be submitted within 30 days upon receipt.